Manufacturer narrative:
Based on the claim against the product by the customer noting limited range of motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) spoke to customer, and they confirmed the system was functioning properly and discussed the situation. The customer and fse agreed that the issue was likely caused by the port placement and/or camera orientation. The issue is being considered resolved at this time issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer reported that the universal surgical manipulator (usm) 1 had limited range of motion. The customer undocked and spun the usm at full rotation. The surgeon moved to the other console and the arm then responded normal for a while and now they are back to non-intuitive motion. The surgeon stated it backward. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.